Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not delivering insulin and leaking insulin, although there was no physical evidence of leaking. Reportedly, the cartridge was changed daily after filling with 300 units of insulin but the customer was not using 300 units of insulin per day. Customer's blood glucose (bg) reached 495 mg/dl. Tandem technical support verified in the pump history that no alerts or alarms occurred. The pump insulin gauge went from 250 units to 60 units in 13 hours and the customer's bg remained elevated. Customer reverted to manual injections.